Event description:
Approximately four weeks post lvad implantation the patient reportedly became hypotensive, anuric, and developed ascites necessitating the need for inotropic support via dobutamine and milrinone, and hemodialysis. Norepinephrine and epinephrine were also later added to their treatment regimen. Two weeks later the patient was reported to have experienced gastrointestinal bleeding. Approximately one month later the patient began to experience right heart failure and a series of suction events. The medical staff attempted to improve lvad function by increasing the speed of the pump with no improvement. An echocardiogram revealed a rightward shift in the septum towards the right ventricle. The decision was made at that time to have the tandemheart placed (iliac to pulmonary artery) as a result of right heart failure. Additional information received indicated that the patient remained in the intensive care unit in multi-system organ failure; also the patient remains on dialysis and continues to receive right ventricular support via the tandemheart. Investigation is ongoing.

Manufacturer narrative:
Additional information received indicated that the patient was implanted with heartware® lvad. Prior to implantation he was reported to be unstable on support via an intra-aortic balloon pump. A pre-operative echocardiogram revealed moderate to severe tricuspid valve regurgitation. The patient was listed for heart transplant but a heart did not become available and the decision was made to have the vad implanted. The implant procedure was reported to be uneventful. Post-operatively the patient reportedly became hypotensive, anuric, and developed ascites necessitating the need for inotropic support via dobutamine and milrinone, and hemodialysis. Norepinephrine and epinephrine were also later added to their treatment regimen. Sepsis was also suspected by the medical team and at some point blood cultures were ordered. The results were negative. Two weeks later the patient was reported to have developed an upper gi bleed. He was noted to have a 150 cc's of bright, red nasogastric tube output. Upper endoscopy results revealed a large amount of blood clots in the stomach with the inability to visualize the gastroesophageal junction as a result of the obstruction. Ten days later a second upper endoscopy identified a dieulafoy lesion below the gastroesophageal junction. The area was hemoclipped twice at the site of the lesions. After the source of the bleeding was treated the patient's stomach remained distended and obstructed; and bilirubin lab values remain elevated for some time, but this eventually resolved. The patient reportedly also received multiple blood transfusions during this time. Approximately one month later the patient began to experience right heart failure and a series of suction events. The medical staff attempted to improve lvad function by increasing the speed of the pump with no improvement. An echocardiogram revealed a rightward shift in the septum towards the right ventricle. The decision was made at that time to have the tandemheart placed (iliac to pulmonary artery) as a result of right heart failure. A follow up echocardiogram was performed at the bedside but the results were not been provided. Approximately two weeks later the patient reportedly developed a second gi bleed, a non-device related infection, and pulmonary embolisms. Details regarding any diagnostic testing completed specific to these events have not been provided. The patient was reported to be on coumadin during this time. Additional information received indicates that the patient's tandemheart support was removed with a do not resuscitate order. He subsequently expired eight days later. The treating physician confirmed that hvad was functioning as intended during this time. The pump was explanted by the site, but will not be returned to the manufacturer for analysis. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported the patient experienced multi-system organ failure as well as gastrointestinal bleeding after implantation. The patient required multiple blood products and diagnostic tests for evaluation and treatment. It was reported that the patient continued to experience multi-system organ failure at which the decision was made to withdraw support due to the poor prognosis. It was reported that the patient expired in the hospital. The device was not returned to the manufacturer for evaluation. Death, multi-system organ failure, and bleeding are known potential adverse event(s) associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to these type of events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.